Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and anxiety-product/procedure was reviewed on jun 24, 2020. It's not possible identify the lot number. Visual analysis of the photographs identified: red particles in the shell and red biological tissue in the shell. It's not possible to identify the opening to respond to the rupture complaint. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional data: b.5, b.7, d.7, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and concern due to recall. Device remains implanted.